Event description:
Pt ordered pneumatic compression stocking 7/15. Sequential stockings placed on pt in the recovery room. On 7/20, a nurse noted a skin tear on the pt's left shin. Dressing applied. By 7/22, wound not healing, more aggressive treatment ordered.